Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient's spouse reported that the patient experienced inaccurate cgm values four days after the sensor was inserted in the abdomen. The patient experienced seizure and diaphoresis. The cgm was reading 288 mg/dl and the blood glucose reading was 25 mg/dl. An ambulance was called to the home and the patient was treated with IV fluids and glucagon by emergency medical service (ems). There was no mention of transport to an emergency department and no documentation of further medical intervention. At the time of the report, the patient's condition was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizure.